Event description:
It was reported that the superior vena cava (svc)-coil lead had high impedance suddenly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 4076 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable. The weekly high voltage (hv) lead trend data shows varying impedance on a channel that was not in use between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.